Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the stiffening cannula has become lodged in the drain. A flexima drainage catheter was selected for use in the biliary tract. During the procedure, the drains had been flushed and soaked in saline prior to the loading of the stiffening cannula. However, it was noted that the stiffening cannula has become lodged in the drain, and it has not been able to be removed, necessitating the removal of the entire drain. The procedure was completed with a different device and no patient complications were reported. However, device analysis revealed that the distal tip of the stent was observed broken at the distal tip.

Manufacturer narrative:
Date of event: used (B)(6) 2023 as the event date was not reported. Device evaluated by MFR: the complaint device was received for product analysis. The device was returned with the flexible cannula stuck inside. It was observed that the stent was kinked at the pigtail section. The cannula was observed kinked at proximal section and the distal tip of the stent was observed broken at the distal tip. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed on the device. Under the microscope the distal tip of the stent was observed broken at the distal tip. No other issues were identified during the product analysis.